Event description:
Related manufacturer reference number: 2017865-2025-1003013. It was reported that patient experienced a drop in blood pressure after two atrial leadless pacemaker redocking attempts with a delivery catheter. An echocardiography was performed and confirmed pericardial effusion. Drainage was performed but patient's vitals were still unstable. A cardiac tamponade was suspected, so an emergency thoracotomy was performed. Two perforations were found and ligated in the right atrial appendage. Patient's vitals stabilized.

Manufacturer narrative:
Correction: h11 - a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.